Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the suspect usm arm to resolve the issue. After replacement, the system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has received the replaced usm arm for failure analysis. Error 23118 was noted on the logs on the pitch. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 23118. The usm was then tested on a psc fixture test platform (pftp) where it failed pitch chipencoder virtual absolute (cva) characterization. An inspection on the pitch cva was performed where it was discovered that the pitch cva ffc was not fully seated. After re-seating the pitch cva ffc, the test had passed. The pitch cva ffc will be replaced as a fix to the reported problem. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated error faults on universal side manipulator (usm) arm3 was observed. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of multiple error code 23118 - motor encoder fault usm arm 3 axis2. The surgeon elected to disable usm arm 3 and continue with the procedure using the other usm arms with no further issue reported. No known impact or patient consequence was reported.